Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on (B)(6) 2018 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable.most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time (B)(4). Manufacturer contacted customer on 1/26/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 95 mg/dl. Customer stated they had felt sick and felt like their blood sugar should have been lower. The customer's expected fasting blood glucose test result is 110 mg/dl. During the call on (B)(6) 2018 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. Customer stated results obtained using truemetrix air meter were higher than another device; actual meter to meter comparison results were not provided. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date at time of call was two weeks. Customer stated results obtained (B)(6) 2018 were obtained using a different vial of test strips with the same lot number that had been stored correctly; customer was not concerned with those results stating that they were accurate.the meter memory was reviewed for previous test result history: result 1 :160mg/dl date: (B)(6) 2018 time:11:25am fasting, result 2 :172mg/dl date: (B)(6) 2017 time:7:17am fasting, result 3 :167mg/dl date: (B)(6) 2017 time:5:26am fasting, result 4 :97mg/dl date: (B)(6) 2017 time:12:20am fasting, result 5 :94mg/dl date:(B)(6) 2017 time:7:45 pm fasting.